Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation of a complaint involving the bd kiestra inoqula reconditioned. According to information provided, the borate tube was not randomly inoculated into cpse agar plates. No other issues were reported. During the investigation, the field service engineer (fse) observed that the issue was caused due to defective pipette. Later the fse replaced the old zeus 1 pipette with new version zeus 2 pipette to fix the issue. Following this action, no further issues were encountered, and the instrument is working properly as per specifications. This is the confirmed complaint of the bd product. Review found no new trends, risks, or hazards were identified because of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. Bd quality will continue to closely monitor for trends associated with this issue.

Event description:
It was reported while using the bd kiestra inoqula reconditioned the instrument failed to detect sample was not correctly dispensed onto media. No growth was observed after 24 hours incubation by the customer. There was no health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd kiestra inoqula reconditioned the instrument failed to detect sample was not correctly dispensed onto media. No growth was observed after 24 hours incubation by the customer. There was no health impact or consequence reported.